Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. Review of the device data logs confirmed the reported battery alarm. The investigation determined that the battery issue was due to an isolated component failure within the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable (B)(4).

Manufacturer narrative:
The device was returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, a battery alarm was observed. The device was not in use when the fault occurred, therefore, there was no patient involvement.